Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
While attempting to wire the vessel, the tip of the viperwire advance guide wire fractured. The fractured component was retrieved using a wire entanglement technique. A new viperwire was used to complete the procedure without further complications. The patient was hospitalized for one day and released in stable condition.